Event description:
During the inspection of the ventilator it was discovered that air gas module was contaminated with water. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported ventilator was investigated on-site by the field service engineer (fse). The fse found traces of liquid contamination inside the filter's chamber of the air gas module. According to received information in problem description and service report, pre-use check failed due to defective air gas module. The device was repaired by replacing the air gas module. The air gas module regulates the inspiratory gas flow and a faulty air gas module may affect the delivered volume or gas mixture (o2/air). The liquid contamination in the air gas module as previous investigation has shown, had affected the delta pressure transducer on a printed circuit board inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The reported issue was confirmed in provided device's logs. The claimed part was not provided for further analysis. The conclusion is that the device did not fail to meet its specification, as the most probable source of liquid contamination in the air gas module is a contaminated air gas from the hospital's central air gas system. According to the applicable user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturer's ref. #: (B)(4).